Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found sensor failed per specifications due to high readings. Also found sensor cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
It was reported that the customer had a bent cannula. The customer also mentioned that their sensor glucose level was 66, and they also mentioned that the threshold suspend did not go off when he was below the threshold. Troubleshooting occured. No additional information was provided.